Event description:
On (B)(6) 2024, during patient rounding a puddle was found at evd and drain was wet at clamp. It appears that csf was leaking from the collection chamber. Clamp was pushed back in. Patient required evd replacement on (B)(6) 2024 at different site. Cultures of csf prior to drain exchange showed enterococcal ventriculitis. After exchange, csf profile much improved. Patient required the replacement procedure, antibiotics and repeat csf cultures.